Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 7.5, 7.5. Lab: 1.8. Customer tested on her meter and got a 7.5, she tested again on a different finger and got a 7.5 again. Immediately went to the lab and tested via a venous draw. Lab = 1.8. Time between testing: 35 minutes. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.